Event description:
On an unknown date, a trifecta valve was implanted. On an unknown date, a valve-in-valve procedure was performed due to svd. The replacement valve is unknown. Patient identifier, age, weight and gender are protected under local privacy laws, and therefore are not recorded.

Manufacturer narrative:
Additional information received 23 feb 2018 indicated the valve-in-valve procedure took place in a mitroflow valve and not with a trifecta valve as initially reported.